Event description:
Device was being used for infusion of parenteral nutrition. Pericardial tamponade was discovered. Catheter tip had migrated either to the right atrium, or right ventricle, baby died.